Event description:
Caller reported a cartridge alarm occurring during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.